Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the system error 322, which was reproduced. The system error 322's were caused by loose lower latch switch bracket screws. This triggered an intermittent open/closed switch connection causing the system error 322. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.